Manufacturer narrative:
The reported wound issue was not confirmed. This issue cannot be confirmed with product testing. Visual inspection of the device did not identify any anomalies or damage that would contribute to the reported issue. Normal pairing and bluetooth (ble) communication was observed. It was running the therapy application and functional. It was functionally tested on ate and passed all tests. It was reported the patient had suffered two falls recently. This could have contributed to the issue; however, the root cause of the issue could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced two falls, and there was an open wound at the incision site of the pocket. There was device exposure and a small amount of draining of clear fluid. As a result, surgery occurred to explant the system. The wound has since healed.